Event description:
Event as reported by explant surgeon: patient had mesh plug implanted 4-5 years previous, developed appendicitis. This eroded into his mesh plug, causing the plug to become sort of an ice cream cone of pus. Patch and plug explanted.

Manufacturer narrative:
Based on the currently available information, the device was involved in the event, but did not cause or contribute to the cause of the event.